Event description:
When the device was used in a laparoscopic nephrectomy procedure, the cartridge fell into the pt but was retrieved. In addition to cartridge falling into the pt, the renal vein was lacerated resulting is bleeding. The bleeding was controlled using digital pressure and a maryland dissector. The case was completed using another device without pt consequence.